Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the battery gauge dropped from 90% to 5% while connected to a power source. Subsequently, the battery fully deplete and the pump shut off. The customer's blood glucose was 72-78 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.